Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, when the inserter of the healicoail knotless was removed after the implantation of anchor was completed, the inner plug remained in the tip of inserter. The procedure was completed without surgical delay, but it is unknown if there was a back-up device available. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor has fractured leaving the lower threaded half inside the insertion device, this failure has been determined to be related to the reported event. The top portion with the eyelet was not returned. The distal plug and proximal anchor were not returned. Bio debris is present. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate the rod but will no longer advance the distal anchor/plug rod. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that strength requirements are specified and a material certificate of analysis is require for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include not maintaining inserter alignment throughout insertion to ensure implant integrity. Based on this investigation, the need for corrective action is not indicated.